Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation of a returned spectrum pump, the device alarmed a false -downstream occlusion alarm. A review of the history log revealed multiple occurrences of "downstream occlusion!" Alarms, were recorded, however, downstream occlusion detection testing failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be force sensor out of calibration which requires to be recalibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed a false -downstream occlusion alarm. No additional information is available.

Manufacturer narrative:
Correction: d9: date returned to MFR. Correction: e3: occupation. Should additional relevant information become available, a supplemental report will be submitted.